Event description:
Greiner brand 4ml edta blood collection tubes have no anticoagulant sprayed on the inside of the tube rendering blood added to the tube to clot upon entry to the tube. Product # is (B)(4) in lot # b061205. Numerous pt samples had to be redrawn as sample had clotted solid. Dates of use: (B)(6) 2012.